Event description:
On (B)(6) 2023, a customer in austria notified biomérieux of a possible false negative result when testing with vidas® hcg 60 tests (ref. (B)(4), lot #1009726860, expiry date: 16-oct-2023) with a patient sample. On the (B)(6) 2023, the sample was tested a first time and the result was <2.00 mui/ml. The same day, the same sample was tested again and the result was 643.37 mui/ml. A third test was performed on (B)(6) 2023 and the result was 570.85 mui/ml. The sample tested with rapid-test with urine gave a positive result. Ultrasound test was also realized and the result was positive as well. The wrong result was given to the physician. The customer reported that there was no patient harm or incorrect treatment due to the referenced issue nor delayed result. A biomérieux internal investigation has been initiated. Note: reference (B)(4) is not registered in the united states. The u.s. Similar device is product reference (B)(4).

Manufacturer narrative:
On 16-mar-2023, a customer in austria notified biomérieux of a possible false negative result when testing with vidas® hcg 60 tests (ref. 30405, lot #1009726860, expiry date: 16-oct-2023) with a patient sample. 1. Device history record the review did not highlight any issue during manufacturing processes for vidas hcg ref 30405 lot 1009726860. 2. Complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue for the impacted lot. 3. Tests/analysis performed control charts analysis. This analysis was carried out on vidas® hcg ref. 30405 - for 4 internal samples (respective targets 1287 miu/ml, 657 miu/ml, 1033 miu/ml and 640 miu/ml). - for 10 lots including the lot mentioned by the customer. All values were within specifications, customer¿s lot was in the trend of the other lots tests performed by complaint laboratory on internal samples. The complaint laboratory tested 3 different internal samples on the retain kits vidas® hcg ref. 30405 lot 1009726860 with target at 1033.0 mui/ml, 657.00 mui/ml, 1287.00 mui/ml. Internal samples test values weere similar to those observed before the lot release. Biomérieux did not observe any evolution over time of the customer¿s lots since its release. 4. Root cause analysis and conclusion. - potential root cause: no sample in the well before launch the run. The root cause has not been identified with tests performed internally by the complaint laboratory. But some hypothesis could be made : according to a previous investigation, several phenomena can lead to a decrease in rfv and therefore explain the negative values observed by the customer: - decrease of the signal between the first reading and the final reading on the substrate well. - decrease of rfvs can also be generated by the formation of a bubble in the substrate well during the vidas® test. The appearance of a bubble is a random phenomenon linked to the numerous suction/discharge cycles in the substrate well. The combination of these factors could lead to the results observed by the customer for the patient sample (-41 rfv). According to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on retain kits vidas® hcg ref. 30405 lot 1009726860. There is no reconsideration of the performance of vidas® hcg ref. 30405 lot 1009726860 to its expectations.